Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller not alarming properly was not confirmed. The provided log file was reviewed, containing data spanning approximately 8 days (B)(6) 2021 per time stamp). However, atypical events regarding the system controller were not observed. The observed driveline disconnect event has been addressed via the pump¿s investigation. The system controller (serial number (B)(6) was not returned for analysis, and available information for this event indicated that the controller was not exchanged. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number for the driveline end of the driveline disconnect: 2916596-2021-06532. It was reported that the patient visited the hospital for routine follow up and upon review of their event history on the system monitor it was noted that the patient had a driveline disconnect and two pump stops recorded. The patient did not have any symptoms and did not hear the alarm. Log file analysis found one pump stop on (B)(6) 2021 due to an electrostatic discharge (esd), where the pump was operating as designed to automatically reset during high static discharge events. There were no other unusual events noted in the log.